Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on valve, opening on anterior and white particles inner the shell. Leak test and microscopic analysis was performed which identified: crack opening on valve and striated opening on anterior. Based on the device analysis the final assessment is a striated opening assessed as surgical damage and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.6; h.6.